Event description:
Event description guidant received information that two weeks following the device replacement procedure, this chronic atrial lead displayed intermittently high impedance measurements. The lead displayed threshold and sensing amplitude measurements that were within normal limits and it was noted that the patient did not require atrial pacing. Two weeks prior, all lead measurements were within normal limits on the pacing system analyzer, however, measurements were not tested with the device until this first follow-up visit. It was questioned whether an incomplete connection between the lead and header of the device or setscrew issue would explain the out of range impedance measurement.